Manufacturer narrative:
Eval, results: other: base frame.

Event description:
It was reported by service report that the base frame was physically broken. No pt involvement or adverse consequences are reported.